Manufacturer narrative:
A separate report will be filed regarding the first implanted valve. Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that after the valve-in-valve implant of a transcatheter bioprosthetic valve within another transcatheter bioprosthetic valve that was in an unstable position in the annulus, moderate paravalvular leak (pvl) was noted. Two months after the implant, both valves were explanted and replaced with a medtronic bioprosthetic valve due to severe aortic insufficiency. No further adverse patient effects were reported.

Manufacturer narrative:
Third-party analysis results: the device was received in a formalin filled container. The valve was intact, well-expanded and measured 51 mm in length by 30 x 29 mm in diameter at the inflow aspect. There was one focal patchy area of white tissue growth on the abluminal surface of the inflow region measuring 15x3x2mm and minimal tan tissue adherent to the outflow region of the frame (1mm). The prosthetic leaflets were tan-yellow and pliable; however, they were retracted against the frame, creating imprints on the aortic surface of the leaflets. On the ventricular surface there was minimal tan-brown tissue accumulation on all three leaflets ranging from 1-2mm. There was no gross evidence of thrombus, vegetations or calcifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the visual examination showed two remnants of aortic wall tissue were received with the valve. A commissure is noted on the larger remnant of wall tissue. All leaflets rested against the frame. All leaflets were wide open resting against the frame showing valve in valve. All leaflets were slightly stiff but flexible possibly due to blood contact and/or the decontamination process. All leaflets were intact. All commissures were intact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.